Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the patella packaging was opened and peeled, it did not come off completely, so a decision was made not use it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device was able to confirm the reported allegation. However the current complaint condition cannot be attributed to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4); 2) date of manufacture: 01/12/2023; 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 12/31/2027; 5) IFU reference: IFU-0902-00-828. Device history review: 1) quantity manufactured: (B)(4); 2) date of manufacture: 01/12/2023; 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 12/31/2027; 5) IFU reference: IFU-0902-00-828 corrected.